Event description:
Per cnf, it was reported that: this device was used during the jetstream procedure. The recommended sheath for using jetstream that was kept at the hospital was found to be defective when opened, so the terumo 7fr sheath was unavoidably used because all the stocks was used up. When jetstream was tried to be removed after the procedure was completed, it was found to be stuck into this device. The treatment was successfully completed and no adverse event to the patient was confirmed. Additional information received from the distributor on april 28, 2023 confirming the jetstream became stuck with a thruway device.

Manufacturer narrative:
The device is not available to be returned for evaluation; therefore, no physical analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not received at the time of this report. If there is any further information received, a follow up medwatch report will be submitted.